Manufacturer narrative:
The is a supplemental report for MFR report #3007738819-2015-00007 to provide additional information. The device(referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation. The device history record was reviewed, and no irregularities were noted. Considering that this event appeared eight months after surgery, this event may have a relation with a predisposition of this patient or may be caused by some sort of postoperative abnormality. However,the cause of this adverse event has not been specified because we are unable to directly examine this product implanted.

Event description:
This product was implanted in a patient undergoing the operation of high tibial osteotomy. However, the patient developed symptom of an inflammation of skin after the operation.

Manufacturer narrative:
Since the device in this report was not returned to us for evaluation, we were not able to define the root cause of the event. The osferion bone void filler package insert states in the following section. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto) with a bone void filler(this product). This product was trimmed into a wedged shape and implanted into the bone defect created after osteotomy. After the implantation, this product was covered with periosteum and soft tissues. The osteomized tibia was fixed with a metal plate for internal fixation. However, eight months after the surgery, dermatitis (skin discoloration and itching) appeared at the surgical site, resulting in postinflammatory hyperpigmentation. Afterwards the area of hyperpigmentation became small and the hyperpigmentation faded gradually. The patient's itching was also improved.